Event description:
On (B)(6) 2011 customer reported a small leak at the reagent probe on the dxc 800 pro instrument, and that the reagent syringe was slightly low. Customer had replaced the syringe plungers but the syringe worked itself loose again. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the t-valve on the reagent delivery system to correct the leaking. This resolved the issue.

Manufacturer narrative:
(B)(4).